Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. In the hospital, it was confirmed that the lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.